Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) wasn't working or wasn't working right. The patient had been in the hospital approximately three weeks prior with fluid in their lungs and congestive heart failure. The patient reported a heart rate of thirty beats per minute when the ICD was programmed to a lower rate of sixty beats per minute which almost killed them. Non-specific interventions were done to raise the patient's rate. The staff reportedly had a difficult time getting the patient's blood pressure up. Everything with the ICD reportedly checked out fine a few weeks prior to the patient's hospitalization. The patient reported they used to sleep fine before the ICD but now wake eight to ten times per night and can sometimes feel stimulation at night. The patient reported being informed that they have sarcoidosis though they weren't sure they had anything due to the medical center's refusal to release the patient's medical records. The patient reported being allergic to any medication they had been given to help with heart issues. The patient said the device gave them blood clots, which showed up on an echocardiogram, for which they were taking anticoagulants. The ICD, right ventricular (rv) lead, and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.